Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging nasal/throat irritation or soreness, dizziness, nausea, headaches. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging throat irritation or soreness, dizziness, nausea, headaches. Related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Additional information was received and added to the report. The device was returned to the manufacturer's service center on 05/10/2023 for further evaluation. The device was evaluated on 07/06/2023. There was no mention of visual findings to the external part of the device. The device was returned to the manufacturer's quality product investigation laboratory (pil) for investigation. The manufacture inspected externally observed that during the operational testing, the blower made an unexpected noise suggesting debris in the airpath. Sound abatement foam degradation / breakdown was visibly observed in the device. Evidence of water ingress found within the blower box and on the blower, dust/dirt and fibrous contaminants found within the blower box and evidence of water ingress on the p4 connector. The manufacturer's found the sound abatement foam degradation throughout the blower box, on the inside surface of the blower upper cap, and where the blower rests in the blower box. A black tar-like substance was located on the inside surface of the blower and on the blower blades. A dark contamination was found on the inside surface of the lower enclosure which is consistent with sound abatement foam degradation. The manufacturer concludes there was evidence of sound abatement foam degradation and unable to assess the symptoms described in the complaint. The manufacturer observed other contaminants located in this investigation were sourced from external environmental conditions. Section d8, d9, h2, h3 and h6 were updated.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging throat irritation or soreness, dizziness, nausea, headaches. Related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.